Event description:
Report rec'd from baxter states "the infusor was put in place in 2004. When the pt came back to the center 24 hours later, only 1ml of the solution had been infused." The infusor was filled with 900mg of 5fu in sodium chloride for a total volume of 48ml. The infusor was placed at the abdomen level. During preparation of the infusor, the flow had been checked by observing the 2 drops of liquid." Reporter states "no clinical consequences were reported."

Manufacturer narrative:
The sample has been requested for evaluation. Should the sample be returned for evaluation, a follow up report will be submitted.